Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a mastoid procedure, the customer reports that when they opened a new pack for a 2.0mm round fine diamond extended bur, it was noted that when they started using it, they realised it was a 2.5mm round fine diamond extended bur. It was further reported that there was no medical intervention or adverse consequences as a result of this event. It was also reported that there was a few minutes delay and the procedure was completed successfully.

Manufacturer narrative:
The product reported involved with this event was returned for evaluation and the reported issue was not confirmed following evaluation of the returned product and packaging and a review of the device history records. Investigation results indicate that based on the returned product and a review of the device history records, the reported event was not possible.

Event description:
It was reported that during a mastoid procedure, the customer reports that when they opened a new pack for a 2.0mm round fine diamond extended bur, it was noted that when they started using it, they realised it was a 2.5mm round fine diamond extended bur. It was further reported that there was no medical intervention or adverse consequences as a result of this event. It was also reported that there was a few minutes delay and the procedure was completed successfully.